Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace68) was kinked along its length and fractured approximately 33.0 cm from the hub. The distal tip of the ace68 was stretched along the distal 15 cm of the catheter. Due to the observed fracture, the ace68 could not be tested for tracking through a parent catheter. Conclusions: evaluation of the returned ace68 revealed that the device was fractured on its proximal shaft about 33.0 cm from the hub. The fracture was likely due to the reported advancement against resistance inside the neuron max. The patient was reported to have a difficult arch and tortuous anatomy, which likely contributed to the resistance and failure experienced. Further evaluation revealed multiple kinks along the length of the catheter and stretching on the distal 15 cm length of the catheter. These kinks were likely incidental and occurred during packaging for return to penumbra. The stretching was likely a result of repeated manipulation inside tough, tortuous anatomy. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). It was noted that the patient had tortuous anatomy and a very difficult arch. During the procedure, while attempting to make a first pass with the ace68 through a neuron max 6f 088 long sheath (neuron max), the physician mentioned feeling resistance and subsequently, the ace68 became bent and almost broke. Therefore, the ace68 was removed and the procedure was completed using a new ace68 and the same neuron max. There was no report of an adverse effect to the patient.